Manufacturer narrative:
The device was returned with the shuttle cartridge engaged to the handle and the procedural sheath pulled back against the shuttle. The advancer tube was engaged to the proximal tamp lock. The catheter, advancer tube, shuttle cartridge and introducer sheath were inspected for anomalies. No anomalies were found. The sealant was not returned with the device. Based on the information provided, the condition of the returned device, and the investigation performed, the root cause of the reported event could not be determined. The device manufacturing process was reviewed and the hydrogel loading instructions appeared to have been adequate. The hydrogel loading process specifies that the loaded sealant must be flush with the end of the black shuttle tube. 100% manufacturing verification is made to ensure that the sealant is in place. The procedure steps ensure that the hydrogel is properly placed within the shuttle cartridge. The review of the lhr (lot f1420306) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported by the sales representative who was present for the procedure: the physician prepped the device per the IFU. Inserted the mynxgrip (6f/7f) vascular closure device into the 6f sheath and inflated the balloon. The physician pulled back two bumps, opened the side port of the sheath and relaxed tension, received a little bleed back and pulled tension just enough to have hemostasis. Left the side port open. The physician shuttled down the sealant, retracted the sheath and compressed the white tube, grasping it approximately 2 cm above level of the skin and compressed, so that the green marker was exposed plus another 2 mm of white tube. There was immediate pulsating arterial bleeding around the white tube. The physician pulled additional tension, but the arterial bleeding continued. Subsequently, the physician held pressure with his left hand while the right continued to pull tension on the balloon during the swell. The physician released the pressure with his left hand after 30 seconds (point at which he would have laid down the balloon) and the arterial bleeding continued. At this point the physician deflated the balloon and removed the device as a system while holding pressure with his left hand. There were good distal pulses in the right foot at this point and 10 minutes later. Manual compression was performed for 10 minutes and hemostasis was established. The patient had asa and plavix on board and had received heparinized saline, but no bolus. The patient was not hospitalized. Doctor's opinion: no hemostasis whatsoever as if there was no sealant. Procedure type: diagnostic vessel type: peripheral stick location: medium sheath size: 6f vessel size: greater than 7 mm.